Event description:
Angiogram revealed an occluded right pda and ptca was performed. The patient had multiple stents implanted prior to bypass surgery that restenosed. The om graft also stenosed and a stent was placed.